Event description:
It was reported that the patient experienced discomfort at the ipg site and ineffective therapy due to all high impedances on the lead. As a result, the ipg and lead were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.